Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported (code 102) has been confirmed. As received, monitor was displaying error code 102 - charge profile fault. The cause of the code 102 is an open resistor is a detached high-voltage capacitator (c22) on the defibrillator board. The cause of the detached high-voltage capacitator is fractured solder connections of the positive and negative leads. The root cause of the fractured connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 102. The pt was provided with a replacement monitor.